Event description:
Operating room setting up for surgery and opened a vascular pack and found 4 lap sponges in the pack instead of 5. This was discovered before the patient was brought back to the room and sponges removed from the room. These packs are assembled by medline.